Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following was observed during the device evaluation: jaws of the device are intact but have foreign material on them. A root cause could not be identified. The foreign material found was an observation of the state of the device. The device was a used device returned in the original packaging. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when using the subject device, the seal mode was activated with the seal button, but a seal cycle error occurred. The reported malfunction occurred during a therapeutic tumorectomy procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
D1: powerseal 5mm, 23cm, curved jaw sealer & divider, double-action. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, when using the subject device, the seal mode was activated with the seal button, but a seal cycle error occurred. The reported malfunction occurred during a therapeutic tumorectomy procedure. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.